Event description:
Interrogation of the device revealed dashes for battery impedance. Measured battery data was 2.62 v, 12 ua. A software download containing recalibration did not restore the battery impedance. Normal follow-ups will continue.